Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t handle is broken.

Manufacturer narrative:
Product complaint # (B)(4). Information was received indicating that "handle is cracked." Due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable. Further updates will only be provided if additional information is received that changes the regulatory determination.